Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced an unexpected restart. The customer's blood glucose level was unknown. It was stated that the battery of the insulin pump was depleting rapidly. Troubleshooting was not performed for unexpected restart alarm. The insulin pump will not be returned for the analysis.